Event description:
It was reported the patient was in the intensive care due to a systemic infection. The type of infection was unknown and antibiotic treatment was necessary. The patient had a severe form of tourette¿s disease with a strong tic on the neck that provoked lesions to the spinal cord with quadriplegia exitus. The patient was required to frequently switch therapy on and off. The patient was in intensive care and they needed to turn the implantable neurostimulator (ins) on. The patient¿s healthcare professional needed a patient programmer to turn the ins on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).